Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It was reported that scissoring occurredduring the initial use. Furthermore it could not be burned off although setting was usual with the product. When the setting was increased, the issue was improved. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will not be returned to your site.